Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor smooth round moderate profile 325cc saline breast implants, catalog number 3501650, serial number (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with mentor smooth round moderate profile 325cc saline breast implants which the left side deflated after implantation. The issue was diagnosed during the physical examination. As a result patient underwent bilateral removal and replacement with sientra style 107 moderate plus profile,385cc on (B)(6) 2018. The preoperative diagnosis showed the area of the left implant had notable calcification in the implant capsule which was removed by the doctor.

Manufacturer narrative:
On 6/12/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/03/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the product evaluation (pe) team observed creases on both views. An area of separated material measuring 2.1 x 0.9 cm was discovered on the anterior view. Microscopic examination of the separated material edges gave no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the separated material and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since an area of separated material was found on the device. Nonetheless, a microscopic examination of the separated material edges was performed and it did not provide conclusive evidence of what could be the root cause. There is no evidence that the issue is related with manufacturing. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. Calcification of the fibrous capsule that may occur following implantation of breast prostheses is generally not of clinical significance, although it may exacerbate symptoms of capsular contracture. Concern has been raised, however; that calcification may interfere with tumor detection, because microcalcifications are considered a halfmark of malignant breast disease. Although clinicians have recommended pre- and post-surgical mammograms for augmentation patients to assist in distinguishing post-operative findings from calcification associated with malignancy, benign calcification resulting from surgery is generally considered distinguishable from malignant-type calcification. Further, no published reports were identified that document any actual occurrences of missed or delayed diagnoses attributable to capsular calcification. Calcification is not a phenomenon unique to breast implants. It occurs in 11 to 53 percent of women who underwent breast reduction procedures (abboud et aj. 1995, m&nick et al. 1990, brown et al. 1987). In the breasts of women who have not undergone any breast surgery, the prevalence of benign calcifications increases progressively with age from 8 percent in women 25 to 29 years old up to 86 percent in women 75 to 79 years old (stomper et al. 1996). Manufacturer¿s reference number: (B)(4).